Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 318 (mg/dl). Customer changed their infusion site and administered a bolus to treat their bg level prior to the call with tandem technical support. Troubleshooting with tandem technical support indicated pump was performing as intended.